Manufacturer narrative:
Additional information: the device was returned for evaluation, and the device image indicated that the autocapture feature was enabled and operated in high output mode periodically. When automatic settings are programmed, such as autocapture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The device analysis did not find any anomalies and the device voltage was found to be at eri. The device was implanted for 6.79 years which exceeded the device¿s 6.74 year projected longevity based on the reported field settings and is considered normal battery depletion.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The device was explanted and replaced due to eri. Premature battery depletion was suspected. The patient was stable.